Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient's ipg is inoperable as he hasn't charged his system in at least 3 months. An sjm representative met with the patient and confirmed communication could not be established with external devices and a communication error was displayed. Surgical intervention may take place at a later date to address the issue.